Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating or showing on health sight viewer (hsv). A technical support specialist dialed into the server and confirmed that the synchronization information was functioning properly, checked the health sight viewer (hsv) and found no notices indicating that the radiology device was not communicating. After dialing into the station, tss reviewed the database synchronization log and identified the error. The station remained in disconnected mode, prompting further investigation. Tss located knowledge article (ka) medstation es maintenance service purge deletion service error - internal query processor error and verified that the error matched the issue described in the knowledge article, although a full database drop and full synchronization was considered, applying the knowledge article indicated that the database could be repaired, proceeded with the repair steps as outlined, and once complete, tss confirmed that the station was no longer in disconnected mode. The issue was resolved, and rebooted the station, then emailed the customer for confirmation, and the customer verified that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, radiology was not communicating or showing on health sight viewer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.